Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v900954, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt stimulation in the wrong area. The patient was used to feeling "ticking" in her groin, but instead felt it in her back. The patient had traveled to (B)(6) and went through security. The patient felt the "ticking" while in (B)(6), but didn't think anything of it. The patient also had a "flare up" and increased her stimulation. This resulted in the patient getting a migraine headache, described as the worse headache she'd ever had. The patient took ibuprofen and anti-nausea medication, but turning off the stimulation improved the headache. The patient also noted to be having a flare up of endometriosis and planned to see her doctor soon. The patient planned to leave off the stimulation. While troubleshooting on the phone, the patient turned stimulation on, but felt it in her back (in addition to the expected feeling in her groin) and turned it back off.